Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. It was also reported by the patient that the pod was leaking insulin.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be flattened and kinked. Although the soft cannula was observed to be damaged, fluid was able to flow through the entire fluid path with no issue. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and phb data showed no evidence of issues with insulin delivery.